Event description:
On (B)(6) 2014, the reporter contacted animas and reported no power to the pump. There was reportedly no damage to the battery compartment or battery cap. There was no indication of moisture or corrosion to the pump. The pump type reportedly was unknown. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.